Event description:
During a ptc (percutaneous transhepatic cholangiogram), the end of the cook medical cope mandril wire guide sheared off inside the right side of the patient's abdomen, near live. Doctor was unable to retrieve tip of the device.